Manufacturer narrative:
Qn# (B)(4). The device history review for the product weckstat staple extractor 12/box lot #73a1800617 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple remover got stuck to the staple that was still on the patient. Another staple remover had to be used to remove the staple that was stuck in the patient. The white part of the staple remover was then pierced by the this staple that was still in the patient and hen this staple was impossible to remove. There was bleeding from the site and the patient experienced pain but is otherwise fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 525980 weckstat staple extractor 12/box for investigation. The returned staple extractor was visually examined with and without magnification. Visual examination of the returned device revealed that the distal tip was scraped, most likely by a staple. Reference file anp1900063010 for investigation photos. Functional inspection was performed by attempting to remove staples from a foam pad. To simulate insertion into the skin, a lab inventory stapler was fired into a foam pad. Ten staples were properly applied to the foam pad and the extractor was used to remove the staples. The staple extractor was able to properly remove all ten staples from the foam pad with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "place lower jaws of staple remover under the top span of the staple. Squeeze handle to retract staple legs. Lift the staple away from the wound to release and dispose of staple." The reported complaint of "staple extractor dysfunctional" could not be confirmed based upon the sample received. Upon functional inspection, ten staples were fired into a foam pad from a lab inventory stapler in order to simulate skin insertion. The staple extractor was able to properly remove all ten staples from the foam with no difficulty. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor.

Event description:
It was reported that the staple remover got stuck to the staple that was still on the patient. Another staple remover had to be used to remove the staple that was stuck in the patient. The white part of the staple remover was then pierced by the this staple that was still in the patient and hen this staple was impossible to remove. There was bleeding from the site and the patient experienced pain but is otherwise fine.